Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Shock button does not function.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on 18th july 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2014 and performed to specification up until (B)(6) 2017. The device was tested on the calibrated impulse defibrillator and delivered multiple test shocks without fault. The device was connected to the saver evo application and the "run diagnostic tests" tool was used to verify the operation of the shock button and the shock key leds. The shock key icon test was executed to verify the operation of the shock key leds. All four shock key leds illuminated as expected for the five second test. In usb mode, the device is not able to analyse or deliver shock therapy. The diagnostic tests that can be run when the device is connected to saver evo via usb are only to confirm functionality of the user interface. Therefore, no shock will be delivered during the shock key operation test, this test only verifies the shock key is operating correctly and requires user intervention to successfully complete it. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.